Manufacturer narrative:
Additional information was provided in b.5 and h.10. Additional review of this complaint event was conducted via abiomed's medical safety office. While abiomed is unable to dissociate the patient's outcome to the impella device, our safety office believes the product issue is unlikely to be related to the patient outcome. The death was likely due to patients clinical condition (pre-procedural cardiogenic shock and sustained vt that required cardioversion prior to initiation of impella therapy). The delay in support was transient and therapy was initiated on the back-up console. Therapy continued for approximately 8.5 hours until the patient expired. D.2 revised common device name in accordance with updated procedures since initial manufacturer device report number 1220648-2024-22743 was submitted. G.1 revised reporting contact email in accordance with updated procedures since initial manufacturer device report number 1220648-2024-22743 was submitted. H.6 code 4629 was added as it was inadverently omitted from the initial manufacturer device report number 1220648-2024-22743. H.10 corrected information was provided.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella was placed mid procedure due to multiple episodes of sustained ventricular tachycardia. Defibrillation was required and therapy was delivered over 30 times in the procedural area, including several rounds delivered from patients implantable cardioverter-defibrillator. Upon plugging in the automated impella controller (aic), it was reported that the aic failed to recognize the pump. The instructions for use (IFU) was followed and a backup controller was used. Additional information noted that the care was withdrawn and the patient expired.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Automated impella controller (aic) malfunctioned in which the aic failed to recognize the pump. The instructions for use (IFU) was followed and a backup controller was used. Additional information noted that the care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the reported pump not detected has been completed. The product was returned and the pump not detected issue was confirmed. The console was thoroughly tested on an engineering lab bench. The epm crystal issue was easily reproduced but was effectively mitigated by pmd reset. The pump detection issues that occurred in the field were most likely due to the epm crystal issue. This report is being filed as part of a retrospective review of historical records.